Event description:
The customer reported via phone call that the insulin pump alarmed motor error, as well as button error, and had an unresponsive esc button. The customer also reported that other buttons also did not respond properly. The customer did not know the blood glucose reading. The customer stated that she was trying to deliver a bolus when she noticed that the buttons did not work correctly. She declined troubleshoot assistance for the keypad issues and for the past motor error alarms she had received. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. Unable to verify the motor error alarm due to the button/keypad anomaly. The motor passed the motor test. The pump was received with cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.